Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined.it is possible that the condensation on the lens surface and temporary stain may have caused the malfunction reported. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: it was confirmed that instructions for lts-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the flex deflectable videoscope had exhibited a cloudy screen when used in combination with the video system center. The issue occurred during a laparoscopic total gastrectomy therapeutic procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.